Event description:
It was reported that the balloon ruptured occurred. A 7.0 x 60, 75cm mustang balloon catheter was advanced for dilation. During inflation at 18 atmospheres, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the balloon ruptured occurred. A 7.0 x 60, 75cm mustang balloon catheter was advanced for dilation. During inflation at 18 atmospheres, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the target lesion was about 70% stenosed, mildly tortuous, and non-calcified. Additionally, the balloon was only inflated once when it ruptured.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 35mm in length and extended from a position 7mm distal of the proximal markerband to 42mm distal of the proximal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. D4 - lot number: changed from 0034390634 to 0034533341. D2b - pro code (product code): lit. G4 - PMA/510(k) # field on 3500a form: k141521, k141597.